Manufacturer narrative:
The pod arrived not deployed. A decrease in pulse widths was observed in conjunction with a drive stall, indicating a failure of the hook talon to detent the ratchet gear. After 55 total priming pulses, the needle mechanism did not deploy, and the pod was subsequently deactivated. The failure to detent was replicated in a rerun in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. No damages were found on the ratchet gear or hook talon that would contribute to the failure to detent. The failure of the hook talon to detent the ratchet gear is confirmed as the root cause of the reported needle mechanism failure. The cause of the failure to detent could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Smartphone operating system: 18.5. Smartphone hardware: iphone17.1. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.